Event description:
The facility rep reported a unit that will not alarm occlusion. Info was not provided regarding whether or not the problem occurred during an infusion. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding add'l contact info. No add'l info is available.

Manufacturer narrative:
The pump has not yet been received for eval. A f/u report will be filed upon completion of the eval, or if any add'l details become available.